Event description:
The customer reported that the pump battery would not charge despite using a tandem charging cable and different wall outlets and adapters. There was no adverse impact on the customer's blood glucose level, remaining below 500 mg/dl. Technical support decided to replace the pump, instructing the customer to use manual injection as a backup insulin therapy. The customer was advised on how to put the pump into storage mode and return the faulty unit with a pre-paid label within 10 days.